Event description:
Boston scientific received information that during the attempted implant of an implantable cardioverter defibrillator (ICD), when this chronic right ventricular (rv) lead was connected to the device, noise, non-capture, and out of range rv impedances were observed. Troubleshooting was performed with the programmer, but with no success. The physician therefore elected to try a second ICD. The same issues were noted with the second device. It was noted that after discussing with technical services (ts), the physician realized that it was the lead not fully inserted in the header, despite visualization and lead tug test showing no movement. The pocket was reopened and the issue was resolved with mineral oil to insert this lead into the second device. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.